Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Failed mechanical test found that x-drive didn't move smoothly. The imaging modalities failed because x-ray batteries didn't hold charge, needed replacement. Defective charging board 2. Imaging system battery charging green led was out. Intermittent issues with x-ray hand switch. The medtronic representative installed new parts and the imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device parts were returned to the manufacturer for analysis. Investigation of the battery charger 2 confirmed reported problem of " x-ray battery indicator lights are failing immediately after unplugging the umbilical cable " pcb battery charger 2 fails bench test fixture. All of channel charger e outputs are 0 volts. Led light is not lit on the pcb or tester. Some 10 uf caps are showing signs of leakage. Event related to electrical failure mode due to no power. The hardware investigation of returned green power led part confirmed reported problem "led is not turning on", led does not power on. Event related to electrical failure mode due to a led malfunction. The hardware investigation of the x-ray hand switch part was found to be fully functional with no problem found. The reported event of "intermittent issue with buttons" could not be duplicated by medtronic personnel. The batteries were discarded on-site so no investigation was completed. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the x-ray battery indicator lights were failing immediately after unplugging the umbilical cable. There was no patient present when this issue was identified. No further details regarding this issue were provided.